Event description:
It was reported that the patient was hospitalized due abdominal pain and hyperglycemia due to an adhesive failure (tape not sticking) event on 06 apr 2026. The hyperglycemia was treated with the pump.

Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.